Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had pocket releasing multiple doses and drawer 1.12 and 1.13 was opened when customer requested 1 vial. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was releasing multiple doses. A field service engineer (fse) identified that mini drawer pocket 1.13 was opening too far in hardware test application (hta) and replaced the mini engine with a new one. Open and close tests were performed on all pockets via hta and passed successfully, and repeated testing of pockets 1.13 and 1.12 confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.